Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient detail was auto discharged in pyxis system. The customer reported that this malfunction occurred during the dispensing of medication, resulting around an hour delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient detail was auto discharged and cannot find in admit status. The technical support centre specialist verified that the patient ID is still in admitted status. The system functioned as intended after technical support centre specialist troubleshot the device.